Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] . Perforation of internal organs [perforation of organ] . Allergic reactions to nickel in its composition [nickel allergy] . Abnormal genital bleeding [genital bleeding] . Gynecological complications, [female reproductive tract carcinoma in situ nos] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and perforation ("perforation of internal organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition") and genital haemorrhage ("abnormal genital bleeding") and was found to have female reproductive tract carcinoma in situ ("gynecological complications,"). At the time of the report, the outcomes for pelvic pain, allergy to metals, genital haemorrhage and female reproductive tract carcinoma in situ were unknown. The reporter considered allergy to metals, female reproductive tract carcinoma in situ, genital haemorrhage, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Perforation of internal organs [perforation of organ]; allergic reactions to nickel in its composition [nickel allergy]; chronic pain [pelvic pain female]; abnormal genital bleeding [genital bleeding]; gynecological complications, [female reproductive tract carcinoma in situ nos]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("perforation of internal organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition"), pelvic pain ("chronic pain") and genital haemorrhage ("abnormal genital bleeding") and was found to have female reproductive tract carcinoma in situ ("gynecological complications,"). At the time of the report, the outcomes for allergy to metals, pelvic pain, genital haemorrhage and female reproductive tract carcinoma in situ were unknown. The reporter considered allergy to metals, female reproductive tract carcinoma in situ, genital haemorrhage, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-dec-2024: medical record received. Event adverse event is replaced with nickel allergy. New events organ perforation, pelvic pain female , genital bleeding & gynecological complications were added. Suspect product indication added. Annex e & f codes are updated. New reporter lawyer added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.